Manufacturer narrative:
Continued e1.: phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side device rupture. And simple cyst. Diagnosed by ultrasound. Device remains implanted.

Event description:
Healthcare professional reported right side device rupture and simple cyst diagnosed by ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b1, b3, d6a, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. ¿ cyst: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side device rupture and simple cyst diagnosed by ultrasound. Device has been explanted.